Manufacturer narrative:
Concomitant product(s): a 6947m-62 lead, implanted: (B)(6) 2013. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device replacement procedure, when the right ventricular port set screw was tightened appropriately, the device measured high pacing impedance, and no sensing nor pacing was occurring. The lead tested normally with the lead analyzer and through the chronic device. The lead was removed and re-inserted multiple times, and on the fifth attempt, the device set screw backed out completely. The device was not used and another was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.